Event description:
The minimed sof-set micro infusion set used with minimed 508 insulin pump was found to be defective. The probelm consists of leaking at insertion site resulting in interruption of insulin flow to the pt. This renders the infusion site useless and needlessly wastes insulin. The leaking of the defective infusion sets leads to dangerously high blood glucose levels and puts the individual at risk for death, extreme pain and discomfort, as well as permanent problems with eyesight, kidney damage, neuropathy, and other related longterm complications.